Manufacturer narrative:
B5: information added.

Event description:
It was reported that an arrythmia occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was advanced, a pigtail catheter advanced, and contrast injections were performed. The patient suddenly developed atrial flutter that was likely due to the wire used intraprocedural. The physicians performed a cardioversion at 200k that was successful in reverting the patient back to normal sinus rhythm. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted. The procedure was concluded. The event was considered resolved. It was further reported that the intraprocedural wire used was a versacross transseptal wire (vcc).

Event description:
It was reported that an arrythmia occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was advanced, a pigtail catheter advanced, and contrast injections were performed. The patient suddenly developed atrial flutter that was likely due to the wire used intraprocedural. The physicians performed a cardioversion at 200k that was successful in reverting the patient back to normal sinus rhythm. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted. The procedure was concluded. The event was considered resolved.